Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. There was no fragment missing from the returned instrument, so the source of the fragment that fell inside the patient's anatomy is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was broken. A fragment reportedly fell inside the patient's anatomy and was retrieved. The procedure was completed robotically using a back-up instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional detail: the tip of the instrument broke off and a fragment fell inside the patient's anatomy. All pieces were successfully retrieved by the surgeon.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 10/03/2024, the following additional information was obtained: the wire that opens and closes the jaw of the robotic instrument snapped while in use. No pieces were broken off or left in the patient. The instrument was taken out immediately after breaking inside the patient.